Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lfs and alleged that his meter was prompting the three dashes (---) when powering the meter on. It is not known when the issue began. The pt reported that a medical professional treated him with insulin. No symptoms were reported. The issue was not resolved with troubleshooting. Based on the info provided, there is evidence of a meter malfunction; however, there is no evidence that the pt suffered a serious injury, no results provided. The meter is being replaced for the pt. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to obtain more clinical info.